Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced severe hyperglycemia due to a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was over 500 mg/dl with no associated symptoms reported. It was reported that the pump emitted multiple processor related call service alarms in the past 30 days. The pump was not available for troubleshooting and no additional information was provided at the time of the call. Several attempts by customer support to follow-up on the matter were unsuccessful and the reported issue remained unresolved. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with call service alarms.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.